Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is not indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about (B)(6) months, oversensing was reported. The capacitor was charged repeatedly but without shock delivery. No deterioration of the pt's health was reported. The lead was capped off and left in the pt; a new lead was implanted.